Event description:
It was reported that the health care professional (hcp) wanted a review of reports to see why the patient was in atrial fibrillation (af). Technical services (ts) reviewed the reports and did not have notes as to why. However, ts noted that this right atrial (ra) lead exhibited over-sensing of noisy signals in an atrial tachy response (atr) episode. The device was subsequently reprogrammed. This lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).